Event description:
A customer contacted beckman coulter, inc. (Bec) to report that the electrolyte injection cup of their unicel dxc 600i synchron access clinical system was overflowing. No effect to patient or lab personnel was reported in connection with this event.

Manufacturer narrative:
Bec customer technical specialist instructed the customer to manually drain the chamber. The customer then removed j2 and found a clot in the drain line. The customer removed the clot and re-installed j2. The issue was resolved. Bec identifier for this report is (B)(4).